Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. He stated that he was changing out the reservoir when the insulin pump went blank, so he changed the battery and then received the alarm. The blood glucose reading was 164 mg/dl. Customer reported that the batteries were out of the insulin pump for a greater duration than allowed by the insulin pump. Customer stated that there were no signs of physical damage and that the insulin pump had not been dropped, bumped, or exposed to moisture. He stated that the contacts on the battery cap were not missing or corroded and that the battery compartment was not damaged or corroded. Customer also reported receiving a sensor error alert after the initialization period. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.